Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with product received. Visual inspection found small scratches and scuffs in 1 location on the outer radius. The remainder of the outer radius and barb are free from damage. An indentation runs along the elevated scallops at a uniform height. The scallops and sidewall also exhibit tool marks. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 010000757 g7 10 deg arcomxl liner 28mm a lot# 3882068. Catalog# 010000913 g7 hi-wall e1 liner 28mm a lot# 6167725. Catalog# 010000659 g7 pps ltd acet shell 44a lot# 6129679. Catalog# 110003625 biolox delta cer lnr 28mm b lot# 6022564. Catalog# 650-0830 delta cer fm hd 028/-3.5 12/14 lot# 2019020164. Catalog# 010000660 g7 pps ltd acet shell 46b lot# 6360904. Catalog# 650-0951 micro tprlc std pc 6mm (12/14) lot# 6594650. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04417. 0001825034-2019-04418. 0001825034-2019-04419.

Event description:
It was reported that the liner would not lock in the acetabular shell. Surgeon used another, larger shell and liner to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.